Manufacturer narrative:
(B)(4).

Event description:
It was reported that speed was fluctuating. A rotablator console was selected for use. During the procedure, when the burr was changed from 1.5mm to 1.75mm, the console stalled. Then, the hose was reconnected, but the issue was not resolved. The regulator was then lowered down to about 50,000 rotations outside the patient's body and an attempt was made to switch to dynaglide mode, however failed to do so as the hose came off; stall issue then occurred. When the hose of the foot pedal was removed, the speed suddenly increased to about 300,000 rotations. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the reported complaints were confirmed at the customer's site. The field service engineer (fse) inspected the unit. Found that unit was not able to switch into dyna mode and then would stall. Turbine pressure adjustment knob was hard to adjust. Another console was ordered and installed. This resolved the customer¿s issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
It was reported that speed was fluctuating. A rotablator console was selected for use. During the procedure, when the burr was changed from 1.5mm to 1.75mm, the console stalled. Then, the hose was reconnected, but the issue was not resolved. The regulator was then lowered down to about 50,000 rotations outside the patient's body and an attempt was made to switch to dynaglide mode, however failed to do so as the hose came off; stall issue then occurred. When the hose of the foot pedal was removed, the speed suddenly increased to about 300,000 rotations. No patient complications were reported.